Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "lack of length in the 9 inch code pulled."? Please provide more details was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic assit vaginal hysterectom procedure on (B)(6)2023 and barbed suture was used. During the procedure, it was reported by the sales rep that during the laparoscopic assit vaginal hysterectom procedure that they were using the device to close fascia of abdomen from hand-assist port. Device was properly seated, and ran the length of the incision anterior to posterior. After the incision length was ran, the surgeon pulled tension on the device, pulling the abdomen wall up and breaking the needle off the suture. Incision was overseen with a new stratafix code. Surgeon hypothesized that breakage, which has occurred before, is due to the lack of length in the 9 inch code pulled. The surgery was delayed by two minutes. No adverse patient consequences were reported. Additional information was requested.